Event description:
It was reported that during a knee procedure using a saber 30 degree icw wand, the wand alarmed upon plug in and would not activate. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.